Manufacturer narrative:
The customer believed the issue was due to the fibrin clot in the sample, which was resolved by removing the clot. Based on the data provided, the investigation could not determine a clear root cause.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and a questionable tina-quant c-reactive protein IV result from the cobas 6000 c501 module. The initial result was 3 mg/l with a data flag. This result was questioned by the physician. The customer noted there appeared to be a fibrin/clot material at the top of the sample tube. They removed the clot and repeated the sample. The repeat result was 400 mg/l and was believed to be correct.